Event description:
The customer reported that the sensor kept coming off and her blood glucose was 41 mg/dl., which she treated with food the customer stated she had a headache. The customer checked again and her blood glucose was up to 155 mg/dl and stated the low blood glucose occurred because she had just finished working out. Recommendations were given for the sensor adhesion issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.